Manufacturer narrative:
(B)(4). The available information suggests this lead is not available for return. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided or following analysis should the lead be returned.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to oversensing and impedance measurement anomalies. The range of the impedance measurements was not known. A new lead was successfully implanted. No additional adverse patient effects were reported.